Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: 1. Specific operation and usage: on september 22, when the nurse in the department of infectious diseases and hepatology was preparing to perform venipuncture on the patient, he found a small amount of foreign matter at the tip of the intravenous indwelling needle. 2. Adverse events: there is foreign matter in the needle of the indwelling needle and cannot be used. 3. Impact on victims: no use on patients, no impact 4. Treatment measures taken and results: replace with a new indwelling needle and report to the medical engineering department.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383312 and lot number 2089814. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information recevied.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383312 and lot number 2089814. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information received.